Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was not able to be duplicated. A bent pin was found inside the video connector. The image quality was tested and there was no image present. The software version needed to be upgraded. No additional issues were reported. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that when plugging in the camera to the video system center, it does not power on. The event occurred during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include the communication abnormality between the scope and the device occurred due to buckling of the terminal inside the scope connector socket, and the indicated event occurred.